Event description:
It was reported that during implant attempt, the lead was sutured and was subsequently repositioned due to small r-waves. The physician noticed deformation to the conductors and felt insulation distortion which was suspected to be due to the suture sleeve. The lead was not implanted and a new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, the distal and proximal conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled and torn, the outer insulation was breached cut, and the lead was damaged at implant.